Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 1 2026 data extract for aortic death events for the sapien 3 ultra resilia valve. This report summarizes 1 aortic device migration death event(s) for the sapien 3 ultra resilia transcatheter heart valve. The age range for these event(s) is 78 - 78 years. The breakdown for gender is as follows: 1 female(s) and 0 male(s).

Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 1 device migration death event(s) for the sapien 3 ultra resilia in the aortic position. The time to event (tte, in day(s)) for this event is 0 day(s). The device identification (di) numbers for edwards sapien 3 ultra resilia transcatheter heart valve are: (B)(4). Per the instructions for use, valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The reported event is a known anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.